Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had done to urgent care with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod between 4 and 24 hours. It was also reported that the cannula only came out half way. Symptoms reported include vomiting, stomach cramps, poor appetite. The patient was treated with medication for nausea. The patient was released less than one hour. The pod was worn when seeking medical attention.